Event description:
During the pfa/af procedure, communication issues resulted in a procedural delay. Once the catheter was connected, electrode 2 appeared orange and an "electrode issue detected" error was observed on the current generator. The generator capacitors were charged, and signals were appearing from all the electrodes, but the volt did not appear on the ensite system. The dws, amplifier and generator were rebooted twice without resolution. The device was replaced with another volt catheter, and the procedure was completed with no adverse consequences to the patient.